Event description:
Caller alleged discrepant results with the meter compared to the lab on one patient. Results as follows: date: (B)(6) 2011, inratio inr: 2.7, 1.8, lab inr: 9.5, 9.4. Results were compared around the same time within an hour apart. Patient's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.